Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2020, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device would not power on. A field service engineer disconnected all drawers and then reconnected them two at a time, which isolated the issue to the controller board of half height drawer 2.2. The controller board was found to be faulty, measuring nearly zero ohms, and was replaced. Hardware testing application testing passed successfully. The customer completed an inventory of medications in the drawer without issue. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system, power was not turning on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.